Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. No evidence of bleeding was observed on the returned device. Inspection of the device found no damages or defects that would cause bleeding. Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin irritation could not be determined. The device generated an 0x9b hazard alarm indicating it has been more than 5 min after cgm deactivation without receiving pod deactivation command. The patient history buffer (phb) was inspected and the algorithm acted as expected to respective estimated glucose values (egv) from the continuous glucose monitor (cgm). No damages or defects were found that would cause the hazard alarm. The exact cause of the reported alarm could not be determined.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found flat. It was also reported that the site was red and bleeding. Treatment information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system up1a.231005.007.s918usqs5cxjx cloud - smartphone hardware sm-s918u cloud - cgm sensor type g7.